Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 369mg/dl to "high" on cgm. Elevated blood glucose was addressed with a correction bolus via pump and supply change. The customer resumed insulin therapy, however a replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.